Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no defects. Magnifying inspection of the platinum coil segment revealed no defects. Magnifying inspection of the stainless steel coil segment, focusing on the intermediate joint where the stainless steel coil, platinum coil and niti wire are jointed with one another, found that the stainless steel coil had been unraveled and fractured on the segment adjacent to the joint. Electron microscopic inspection of the fractures of the stainless steel coil revealed circumferential elongation and was determined there is no missing portion on the actual sample. The remainder of the stainless steel coil segment revealed no defects. The outside diameters were measured and confirmed to meet manufacturer specification. Functional testing was performed on a factory retained runthough ns sample by applying excessive torque force to the runthough ns and the reported issue was able to be reproduced. The IFU of this product does have the statement in the warnings section. "When selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result." A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings it is likely the actual sample was inserted into a calcified lesion over the stent-strut and the coil of the actual sample was caught in an object. To release the trapped coil, repetitive one-way torque force was applied to the actual sample causing the reported event. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the run through ns device. Follow up communication with the user facility confirmed the following information: a previously implanted competitor's stent was already in #11 and #12 lm; the customer inserted the actual device into a calcified lesion over the strut of the competitor's stent; with some difficulties accompanied, he was able to cross the lesion; then a competitor's stent was implanted on #11 distal - #12 and post-dilated; it was reported while withdrawing the actual device, he felt some resistance; when he withdrew the actual device with application of some force, the stent (which one is unknown) started to become deformed; another competitor's stent was implanted overlapping the deformed stent; and it was reported he found the coil of the actual device had been deformed.